Manufacturer narrative:
Date of event estimated. Correction: section b5 the l4 lead should have been l1 lead that was replaced. Correction: section h6 health effect code with removal of the replacement code.

Event description:
Related manufacturer reference number: 1627487-2024-00241. Additional information was received stating the replace lead should have been l4 rather than l1.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient system was auto reducing as well as the patient's system diagnostics recorded high impedances on the l1 lead. The patient did hit their hip, but no major traumas. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.